Event description:
Complainant indicated that while treating a pt the device discharged 120 joules to pt and a second discharge of energy at 150 joules. However, upon the third attempt to discharge 200 joules to the pt, the device displayed a "bridge test failed" message and failed to discharge. Complainant indicated that the pt subsequently expired.